Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# v951526, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information indicated that lead revision was performed. More than one week later it was reported that the intervention taken was opening the device pocket and reconnecting the extension. It was stated it was possible that the extension had not been fully inserted originally. Impedances were normal and there was excellent tremor control.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that one or two of the fine wires within the extension that go across the gap between the extension and the hub that connects to the lead appeared to be splayed out to the left like they might actually be fractured there. Additional information received reported x-ray showed no fractures or twisting; however, impedance testing showed open circuits for all contacts. The patient was going to have surgery to check the lead-extension connection. If additional information is received a supplemental report will be submitted.